Event description:
It was reported that the patient experienced chest pain. Vascular access was obtained via the right femoral artery. The > 50% stenosed, 14.5mm x 3.5mm, concentric, de novo target lesion was located in the non tortuous and non calcified ostium of the right coronary artery (rca). The physician started the procedure with a 7fr non-bsc guide catheter. A 014 non-bsc guidewire passed the lesion without difficulty. A 16 x 3.50 promus premier¿ drug eluting stent was selected and advanced to treat the lesion; however, the stent got "stuck" inside the guide catheter and was not able to enter the lesion. All the devices were removed simultaneously because the patient was complaining of severe chest pain due to no blood flow. An obstruction was noted before the ostium. The physician felt there was a "problem with the tip" of the non-bsc guide catheter. The physician decided to abort the procedure and let the patient stabilize before bringing the patient back to try the procedure again. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, deformed and lifted upwards from the stent profile. This type of damage is consistent with resistance being encountered while attempting to advance the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the patient experienced chest pain. Vascular access was obtained via the right femoral artery. The > 50% stenosed, 14.5mm x 3.5mm, concentric, de novo target lesion was located in the non tortuous and non calcified ostium of the right coronary artery (rca). The physician started the procedure with a 7fr non-bsc guide catheter. A 014 non-bsc guidewire passed the lesion without difficulty. A 16 x 3.50 promus premier¿ drug eluting stent was selected and advanced to treat the lesion; however, the stent got "stuck" inside the guide catheter and was not able to enter the lesion. All the devices were removed simultaneously because the patient was complaining of severe chest pain due to no blood flow. An obstruction was noted before the ostium. The physician felt there was a "problem with the tip" of the non-bsc guide catheter. The physician decided to abort the procedure and let the patient stabilize before bringing the patient back to try the procedure again. No further patient complications were reported and patient's status was stable.